Event description:
The pt was used in a study, without her consent and she is not certain which implant/fillers were used. The implants protrude from upper eyelids and she had an 'allergic reaction' at 7 months post op. Her eyes are seriously damaged as a result of the devices/implants/fillers used. Photos show that fillers were also implanted in her face post op, it blew up like a balloon. Suspected implant/fillers are dermalogen, radiesse, bioglue. Please contact pt for photos. Photos clearly indicate that filler/implant materials were implanted, as the photos tell the story. Pt now has deformed eyelids and her facial structure has been permanently altered to a significant degree.